Event description:
This male pt with a history of documented coronary vascular and peripheral vascular disease, previous balloon angioplasty of both the left and right superficial femoral artery (sfa 2006), hyperlipemia, previous smoking, ischemic cardiomyopathy, unstable angina, triple-vessel coronary bypass (2004), and a traumatic pneumothorax (2004) was admitted for elective stenting on the left mid-through distal sfa. He was currently taking aspirin, beta blocking agents, ace inhibitors, statins, clopidogrel and buflomedil. Aspirin was given 24 hours prior to procedure and heparin was used during the procedure. In addition, molsidomine was administered. Angiography revealed an 80%, calcified, straight, restenotic lesion in the left mid through distal sfa. The exact location of the lesion based upon the distance from the superior edge of the patella was 60mm. Total lesion length was 140mm of which 120mm was totally occluded. Reference vessel diameter was 5.5mm. The lesion was access via contra-lateral approach. The lesion was pre-dilated with a wanda balloon (5 x 80mm) inflated to 14 atm. Percentage stenosis after pre-dilatation was 60%. Following predilation, a dissection was noted. Two smart stents were implanted in the index lesion. The stents were post dilated to 12 atms. The percentage of stenosis after stent placement and post dilatation was 0%. There was no residual dissection. The pt was discharged the following day. Discharge medications were aspirin, beta blocking agents, ace inhibitors, statins, clopidogrel and buflomedil. One year after the index procedure, the pt reported worsening claudication symptoms and medications were given as treatment. Fourteen months after the index procedure, the pt reported thrombosis on the left superficial femoral artery.

Manufacturer narrative:
Additional info has been requested and will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #s: 9616099-2008-001986 and 9616099-2008-01987.